Event description:
It was reported that the device's knobs were broken/missing and had issues with proper flow delivery. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record (DHR) was not reviewed due to age of the device. Device was received in with missing relief pressure/CPAP (continuous positive airway pressure) knobs. Other knobs were cracked. The front panel and housing were heavily damaged, with a cracked battery cover. The root cause of the reported issue was found to be impact to the device by the customer. All damaged components were replaced and initial testing was performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).